Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, which had been worn during magnetic resonance imaging. Customer's blood glucose was 138 mg/dl. Customer was not using the sensor feature. She was unable to complete the rewind sequence. It was also stated the insulin pump time and date were incorrect. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test or confirm e70 alarm due to motor error alarm. The insulin pump has with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.